Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not deliver energy when used with pads. The device was reported as being in use at the time of the event on a patient, however there was no patient harm.